Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the 1st diagonal branch during the stage procedure. The proximal lad and proximal lcx were not treated during the staged procedure as initially reported. The proximal lad, distal rca, right posterior descending artery and mid lcx were treated during the CABG procedure. Ref 2953200-2011-00527 <(>&<)> 9612164-2011-01710.

Manufacturer narrative:
(B)(4): results: (mi, gi bleed, tvr).

Event description:
The investigator has indicated the previously reported events leading to CABG revascularization (chest pain, elevated troponin and aggressive restenosis) were definitely related to the study device.

Event description:
During the index procedure, the pt had one endeavor sprint rapid exchanged (rx) drug - eluting stent implanted to the distal rca. A staged procedure was planned within 6 weeks of the index procedure to treat the proximal lad and the proximal lcx. Approx 4 month post index procedure, the pt suffered an mi. Cardiac catheterization was performed and the pt was noted to have in-stent stenosis in the rca and triple vessel disease. Pt was scheduled to have CABG approx 5 weeks later. The investigator did not assess the relationship between the event and the study device. The pt was also reported to have suffered blood loss on this date. The investigator assessed that there was no relationship between the event and the study device. No other clinical sequelae were reported.